Manufacturer narrative:
(B)(4). The steerable guiding catheter (sgc) was returned for evaluation. The reported unstable sgc was confirmed via returned device analysis, while the sgc break was not confirmed via returned device analysis. The unstable sgc handle was therefore attributed to the unstable screw, which also resulted in the loss of/failure to bond of the loctite adhesive covering. Additionally, it was determined that a product issue for this device is associated with man-related causes, as the operator likely did not properly torque the set screw during production. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot, indicating that this was an isolated incident. The performances of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the excess movement of the sgc handle which suggests a loose/broken bond and has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After the steerable guide catheter (sgc) was placed in the stabilizer, there was excess movement of the sgc handle that did not translate to the shaft. The physician had to hold the handle to prevent excess rotation around the sgc shaft suggesting a broken sgc bond. The device was replaced with a new sgc and the procedure was successfully completed with mr reduced to 2. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.